Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that this patient called technical support on 28/nov/2025 for an air detected in cassette warning. During the call, the patient seemed very confused and could not provide additional details. During follow-up, it was reported the patient did not complete treatment on that date. The patient was admitted to the hospital on the same date due to hyperkalemia. No further information was provided. Attempts to obtain additional information were unsuccessful. There was no allegation that a device malfunction caused or contributed to the patient¿s hyperkalemia. The cause of the high potassium was not reported. During the call to tech support, the patient seemed confused. This is a sign of hyperkalemia indicating the condition already existed prior to the call.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: increased potassium (k+) can cause muscle weakness, fatigue, and, in severe cases, even cognitive dysfunction with confusion, disorientation, and coma. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue.

Event description:
It was reported that this patient called technical support on 28/nov/2025 for an air detected in cassette warning. During the call, the patient seemed very confused and could not provide additional details. During follow-up, it was reported the patient did not complete treatment on that date. The patient was admitted to the hospital on the same date due to hyperkalemia. No further information was provided. Attempts to obtain additional information were unsuccessful. There was no allegation that a device malfunction caused or contributed to the patient¿s hyperkalemia. The cause of the high potassium was not reported. During the call to tech support, the patient seemed confused. This is a sign of hyperkalemia indicating the condition already existed prior to the call.

Event description:
It was reported that this patient called technical support on (B)(6) 2025 for an air detected in cassette warning. During the call, the patient seemed very confused and could not provide additional details. During follow-up, it was reported the patient did not complete treatment on that date. The patient was admitted to the hospital on the same date due to hyperkalemia. No further information was provided. Attempts to obtain additional information were unsuccessful. There was no allegation that a device malfunction caused or contributed to the patient¿s hyperkalemia. The cause of the high potassium was not reported. During the call to tech support, the patient seemed confused. This is a sign of hyperkalemia indicating the condition already existed prior to the call.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.